Manufacturer narrative:
(B)(4) the full UDI is not available as the correct lot# was not provided by the customer.

Event description:
It was reported that: "end user indicated kinking in ett. Physician indicated there are no patient health issues connected to the complaints. Product was pre-inflated for testing. Re-intubation and any desaturation of 02 are noted in case events."

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "end user indicated kinking in ett. Physician indicated there are no patient health issues connected to the complaints. Product was pre-inflated for testing. Re-intubation and any desaturation of 02 are noted in case events.".